Manufacturer narrative:
Upon receipt at our post market (B)(4) laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Subsequent information indicates that the device was explanted for an unrelated product issue. The device was returned for analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the pacing impedances for the right atrial (ra) lead rose from 500 ohms to 1800 ohms, ultimately reaching greater than 2,000 ohms. No adverse patient effects reported. A future appointment has been made for this patient to have their system checked. The device remains implanted.